Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead was explanted due to a lead fracture and noise. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the lead was found cut approx. 16.5 cm proximal to the is-1 connector pin. All parts of the lead were received for analysis. The visual inspection showed the ligature marks approx. 40 cm proximal of the lead tip. Furthermore, abrasion marks along the lead body of both fragments were observed. In particular, approx. 37 cm proximal of the lead tip the inspection revealed a rubbed through insulation. Blood penetrated the lead. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state due to constant friction against another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.